Manufacturer narrative:
Submit date: 09/24/2014.an investigation is currently underway. Upon completion, the results. Will be forwarded.

Manufacturer narrative:
The product sample returned consisted of one assembled catheter, 14.5 fr x 23 cm, palindrome pre-curved w/ slots. After visual inspection, no visible defects were found, however during underwater test (functional test), bubbles were detected coming out from the arterial extension. The lumen which corresponds to the venous extension did not present bubbles during the test. The possible causes were identified. DHR was reviewed and no deviations related to this failure mode were found. There are not ncr related to the reported issue. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to a sharp object). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter was inserted in the patient on (B)(6), 2014. The patient returned to the facility on (B)(6), 2014 after realizing there is a leak at the clear silicon part (tubing) on the red connector side. The physician suggested that he didn't think it was a needle puncture but had no answer for the leakage. No additional information was provided.